Event description:
It has been reported to philips that, system would not boot-up. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Upon functional testing, fse found that host pc was defective. To resolve this issue, fse replaced host pc and calibrated it. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.